Event description:
It was reported on (B)(6) 2013 that during an bilateral sagittal split osteotomy (bsso)procedure, a surgeon was using a drill bit and it bent. The surgeon used another available drill bit and this 2nd drill bit broke off into the patient (both pieces were retrieved from the patient). The surgeon was able to successfully complete the procedure by using another readily available drill bit. The procedure was delayed by 20 minutes and there no report of injury to the patient. No patient information was provided. No additional information is available at this time. This report is for a device instrument. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. (B)(6). The device is an instrument and is not implanted/explanted. Device returned to manufacture: (B)(4) 2103. Date received by manufacture: (B)(4) 2013. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed;no conclusion could be drawn, as the part is just entering the complaint system. Placeholder.